Manufacturer narrative:
(B)(4). The ptfe liner of the inner coil and the silicone insulation was found to be damaged underneath the crimp ring, consistent with bending of the distal region of the lead in the field. This is consistent with the observation from the field of loss of capture, inappropriate shock, low pli, oversensing, and undersensing. (B)(4).

Event description:
It was reported that patient presented to the hospital after receiving inappropriate hv therapies due to the device double-counting qrs events. Device interrogation also revealed decreased r waves and loss of capture which was present since the day of lead implant. Lead was extracted and replaced. It was noted during lead revision that the helix was bent and it is suspected that this was due to implant error. Patient was stable before, during and after the event.